Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/body pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included ketorolac tromethamine (toradol) and sertraline hydrochloride (zoloft). In september 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes on skin condition: rash"), pruritus generalised ("itchy body"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), joint swelling ("swelling pain") and immobile ("immobile at times"). On an unknown date, the patient experienced perinatal depression ("hormonal changes describe: post partum depression") and pain ("body pain"). The patient was treated with surgery (she had surgery to remove the essure implant./salpingectomy (bilateral removal of fallopi)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, perinatal depression, rash, pruritus generalised, allergy to metals, fatigue, alopecia, arthralgia, joint swelling, immobile and pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, immobile, joint swelling, pain, pelvic pain, perinatal depression, pruritus generalised and rash to be related to essure. The reporter commented: discrepancy note din essure date of insertion- (B)(6)2013 she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)-2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on(B)(6)2019: plaintiff fact sheet received, lot number added, essure removal date updated, events onset date and severity added, concomitant and historical drug added, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/body pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included pap smear abnormal, pregnancy, allergic reaction to antibiotics, skin rash, hives, haemorrhage in early pregnancy (in pregnancy 1st trimester.) And pelvic prolapse. Previously administered products included for an unreported indication: mirena and mirena iud. Concurrent conditions included dry skin, itching, pruritus, contact dermatitis, pruritus generalised and carpal tunnel syndrome. Concomitant products included ketorolac tromethamine (toradol) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes on skin condition: rash"), pruritus generalised ("itchy body"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), joint swelling ("swelling pain") and immobile ("immobile at times"). On an unknown date, the patient experienced perinatal depression ("hormonal changes describe: post partum depression") and pain ("body pain"). The patient was treated with surgery (she had surgery to remove the essure implant./salpingectomy (bilateral removal of fallopi)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, perinatal depression, rash, pruritus generalised, allergy to metals, fatigue, alopecia, arthralgia, joint swelling, immobile and pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, immobile, joint swelling, pain, pelvic pain, perinatal depression, pruritus generalised and rash to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 she need additional surgery. Trailing coils of essure from ostia: right= 3 coils, left= 3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. There is no free spillage of ·contrast seen into the peritoneal cavity bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: allergy to metal, depression, pruritus generalized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/body pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), perinatal depression ("hormonal changes describe: post partum depression"), rash ("rashes on skin condition: rash"), pruritus generalised ("itchy body"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), joint swelling ("swelling pain"), immobile ("immobile at times") and pain ("body pain"). The patient was treated with surgery (she had surgery to remove the essure implant./salpingectomy (bilateral removal of fallopi)). Essure was removed in 2015. At the time of the report, the pelvic pain, perinatal depression, rash, pruritus generalised, allergy to metals, fatigue, alopecia, arthralgia, joint swelling, immobile and pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, immobile, joint swelling, pain, pelvic pain, perinatal depression, pruritus generalised and rash to be related to essure. The reporter commented: she need additional surgery. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received. Following event; abnormal bleeding (general), hormonal changes describe: post partum depression, rashes on skin condition: rash, itchy body, nickel allergy, fatigue, hair loss, joint pain, swelling pain, immobile at times, body pain,she did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/body pain/pain all over body') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included pap smear abnormal, pregnancy, allergic reaction to antibiotics, skin rash, hives, haemorrhage in early pregnancy (in pregnancy 1st trimester.), pelvic prolapse, nickel sensitivity and postpartum depression. Previously administered products included for an unreported indication: mirena and mirena iud. Concurrent conditions included dry skin, itching, pruritus, contact dermatitis, pruritus generalised, carpal tunnel syndrome and anemia. Concomitant products included ketorolac tromethamine (toradol) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes on skin condition: rash"), pruritus ("itchy body"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), joint swelling ("swelling pain") and immobile ("immobile at times"). On an unknown date, the patient experienced perinatal depression ("hormonal changes describe: post partum depression"), pain ("body pain") and musculoskeletal pain ("felt it 5 days shoulder pain afterward"). The patient was treated with surgery (she had surgery to remove the essure implant./salpingectomy (bilateral removal of fallopi)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, perinatal depression, rash, pruritus, allergy to metals, fatigue, alopecia, arthralgia, joint swelling, immobile, pain and musculoskeletal pain had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, immobile, joint swelling, musculoskeletal pain, pain, pelvic pain, perinatal depression, pruritus and rash to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 she need additional surgery. Essure insertion detail: trailing coils of essure from ostia: right= 3 coils, left= 3 coils. Per plaintiff fact sheet: following essure removal none of the injuries or symptoms you claim resulted from essure decrease or resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. There is no free spillage of ·contrast seen into the peritoneal cavity bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: allergy to metal, depression, pruritus generalized". Concerning the injuries reported in this case, the following one was reported via social media:musculoskeletal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: event outcomes of all the previously reported events were updated to not recovered/not resolved. Patient's medical history and concurrent condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed in 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/body pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included pap smear abnormal, pregnancy, allergic reaction to antibiotics, skin rash, hives, haemorrhage in early pregnancy (in pregnancy 1st trimester.) And pelvic prolapse. Previously administered products included for an unreported indication: mirena and mirena iud. Concurrent conditions included dry skin, itching, pruritus, contact dermatitis, pruritus generalised and carpal tunnel syndrome. Concomitant products included ketorolac tromethamine (toradol) and sertraline hydrochloride (zoloft). In september 2013, the patient had essure inserted. In november 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes on skin condition: rash"), pruritus ("itchy body"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), joint swelling ("swelling pain") and immobile ("immobile at times"). On an unknown date, the patient experienced perinatal depression ("hormonal changes describe: post partum depression"), pain ("body pain") and musculoskeletal pain ("felt it 5 days shoulder pain afterward"). The patient was treated with surgery (she had surgery to remove the essure implant./salpingectomy (bilateral removal of fallopi)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, perinatal depression, rash, pruritus, allergy to metals, fatigue, alopecia, arthralgia, joint swelling, immobile, pain and musculoskeletal pain outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, fatigue, genital haemorrhage, immobile, joint swelling, musculoskeletal pain, pain, pelvic pain, perinatal depression, pruritus and rash to be related to essure. The reporter commented: discrepancy noted in essure date of insertion- (B)(6) 2013 she need additional surgery. Trailing coils of essure from ostia: right= 3 coils, left= 3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. There is no free spillage of ·contrast seen into the peritoneal cavity bilaterally.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: allergy to metal, depression, pruritus generalized. Concerning the injuries reported in this case, the following one/ones were reported via social media:musculoskeletal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New reporter was added. Added event shoulder pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.